Manufacturer narrative:
The customer will not be sending any strips back.

Event description:
The reporter stated that while testing a patient the nurse obtained a blood glucose result of 405 mg/dl on the accuchek inform ii meter (serial number (B)(4)) at 7:38 am. Using a second accuchek inform ii meter (serial number (B)(4)) the nurse obtained a blood glucose result of 131 mg/dl on the same patient at 7:40 am. The reporter stated that the strips are not going into the meter very well. The reporter stated that the nurse marked the result of 405 mg/dl as a procedure error which is a code the staff uses when they don't want the result to report through. The reporter did not have any other details other than the results and that no treatment was given based on either test result. The reporter stated that the daily controls have been fine. The patient is fine and was released to a rehabilitation unit on the day of the report. There was no adverse event. The reporter could not provide the strip expiration date. She was able to state that both meters would have used the same lot of strips but she does not know if the same vial of strips were used for both tests. The suspect device was requested to be returned and the replacement product was sent. It was stated that no strips would be returned.

Manufacturer narrative:
A specific root cause for the event could not be determined. Product was not returned for investigation.